Event description:
Pt scheduled for removal of non-functioning port-a-cath (leaking). When surgeon went to remove, it was noted that the device was broken inside the patient. Surgeon was only able to remove the port and catheter retained in patient.